Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced due to difficulty charging the ipg. During the procedure, it was noticed that the leads were frayed down to the port while they were pulling the leads out from the ipg. The physician explanted the leads altogether and will have lead implant in the future. Additional suspect medical device components involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient will undergo a lead revision wherein a lead will be added.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2108-50m serial #: (B)(4) description: scs lead kit, phase 2 sterile package sc-2108-50m: (B)(4) device evaluation indicated that the device passed all tests performed. The patient was explanted because he was advised that he needs a new ipg. No complaint toward the leads was reported, however, the visual inspection of the leads revealed that the multi lumen outer tubing of the proximal ends are damaged and the cables are exposed but still intact. The continuity test revealed no anomalies. Damage to the leads are similar to typical explant damage and are not considered a failure. Additional information was received that the patient underwent a revision procedure wherein a lead was added. The physician did not suspect any device malfunction.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
No further course of action regarding the patient¿s ipg replacement procedure at this time.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that it was physician¿s preference to replace the ipg.